Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 30 mg/dl. Customer stated that the insulin pump has been exposed to high magnetic field. Customer stated that she experienced a motor error and is not able to access the menu's of the insulin pump. Customer also reported an motor position encoder error alarm. Customer was not able to do troubleshoot for low blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, prime test and displacement test. However, device received stuck in the motor error loop during bolus/basal delivery and motor position encoder alarm confirmed in the history file. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.